Event description:
According to the information received, an extra-long resector was used when the handle was broken (electrode) inside the patient. All pieces were retrieved from the patient. The customer stated that a medical/ surgical or diagnostical intervention was required.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
As the products have not been returned, a final root cause can't be determined. A complaint review was carried out with the result that the cause in comparable cases, the reason for the damage was excessive force applied to the cutting loop during application, let to a break of the cutting electrode. The event is filed under internal karl storz complaint ID: (B)(4).